Manufacturer narrative:
(B)(4): brief description of complaint: after investigation, it was identified that the plug would not fit into the machine. It seems that the pins are not aligned and not fitting into the machine. Investigation conclusion: the reported issue was confirmed. The device failed to connect to generator due to bent and misaligned plug connector pins. Additionally, the electrode glass insulation coating is peeling/flaking and is detached from the blade in one area. However, it cannot be determined what caused the damage to the electrode insulation. Because the blade coating is a glass insulator, if the blade is bent the glass to metal adhesion will become compromised. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional failure found during analysis: the electrode glass insulation coating was peeling/flaking and detached from the plasmablade device tip in one area. However, it cannot be determined what caused the damage to the electrode insulation. Additional failure found during analysis, therefore patient information is not applicable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.